Event description:
It was reported that, "hip joint and femur were found to have infection present. All components were extracted and a 44mm g liner, 44mm cocr head, and an omnifit long #9 300 stem were implanted after being covered with antibiotics cement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6276-4-323 lot # t53101ca, description: 23mm calcar body/bolt (+30), cat # 6260-9-336 lot # mhap3w description: v40 cocr lfit head 36mm/+10, cat # 6704-0-520 lot # 28824005, 28429401, 27207903, 27733603, 27057405, 29429401, description: d-m 2.0mm beaded cable set vit. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.